Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y, there were open staples fired and staple line was incomplete distally. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.